Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the color lcd display. After replacing the color lcd display, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device was not completing the boot up cycle. There was no pt use associated with the reported event.